Manufacturer narrative:
Product ID: 8840, lot/serial# unknown, product type: programmer. Physician product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8590-41, lot# j0447074r, implanted: (B)(6) 2004, product type: accessory. (B)(4). Final analysis of the pump found general anomaly with the pump/hybrid. The pump/motor/gear train also had an anomaly/corrosion. This pump was returned to analysis with the allegation of "patient states pump died a year ago"; she also states "it is being recalled"; initial print out showed and elective replacement indicator (eri) date of 03/30/2011 and an end of service (eos) date of 06/28/2011. These dates occurred approximately a year before reported explant on (B)(6) 2012. A large amount of activity occurring in the safe state logs and exception history including critical memory error, and reset occurred were initially found; however, it was not known when these errors occurred but it appeared the pump recovered and continued to operate as designed until eos. Destructive analysis was also performed and significant corrosion and shaft wear was found. Hybrid has been sent out for further analysis. Report and results will be added upon their return.

Event description:
It was reported that the pump end of life was reached, and pump was explanted and replaced on (B)(6) 2012 following a normal battery depletion. It was initially reported that the patient experienced swelling and itching back in the beginning of 2009, but were subsequently disproved as being related to the pump. It was later reported that the itching and swelling was unrelated to the pump, had been occurring since 2008, and patient was sent to a dermatologist for management of symptoms. The medication in the pump was initially morphine, but was reported as changed to dilaudid in 2009. The specific date was not given. Following the pump removal/replacement the patient status was reported as "no injury/recovered without sequelae."

Manufacturer narrative:
(B)(4).